Manufacturer narrative:
Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that following implantation of an intraocular lens (iol), the lens had a crack located 90 degrees from the haptic. The lens remains implanted. There was no reported patient harm and the surgeon believes that there will not be any negative consequences for the patient.